Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Calibration and qc data were acceptable before patient testing. The field service engineer discovered the internal standard (is) heating bath to be dried out completely. He found the is reagent not dropping down to the bottom of the is heating bath due to the surface tension of the is reagent. This surface tension allowed air to be sucked into the ise flow path. He replaced the is heating bath and vacuum nozzles. He primed the ise reagents and verified that the is reagent is being dispensed. The customer performed calibration and quality control with acceptable results.

Event description:
The initial reporter received questionable ise indirect gen.2 na and ise indirect gen.2 cl results for three patients from a cobas 6000 c (501) module. Patient 1¿s initial na result was not provided by the instrument due to an instrument alarm. The customer reran the specimen and the na result was 124 mmol/l, and this result was reported outside the laboratory. The customer performed repeat testing and the repeat result was 136 mmol/l. The na result of 136 mmol/l was determined to be correct. Patient 2¿s initial cl result was not provided by the instrument due to an instrument alarm. The customer reran the specimen and the cl result was 110 mmol/l, and this result was reported outside the laboratory. The customer performed repeat testing and the cl result was 98 mmol/l. The cl result of 98 mmol/l was determined to be correct. Patient 3¿s initial na result was 132 mmol/l, and this result was reported outside the laboratory. The repeat result was 140 mmol/l, which was determined correct. Na electrode lot number was y42. Cl electrode lot number was k85.